Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed the clock off one hour which was related to daylight savings time, so the device was working as expected. Furthermore, the device had a syncopal episode with no report of shock and other ventricular arrhythmia episode which had anti-tachycardia pacing (atp) and an electric shock. The electrogram showed device operating as programmed and recent lead tests are within normal limits. The crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed the clock off one hour which was related to daylight savings time, so the device was working as expected. Furthermore, the device had a syncopal episode with no report of shock and other ventricular arrhythmia episode which had anti-tachycardia pacing (atp) and an electric shock. The electrogram showed device operating as programmed and recent lead tests are within normal limits. The crt-d remains in service. No additional adverse patient effects were reported.